Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. It was also reported that the battery gauge was fluctuating. The customer¿s blood glucose was 173-178 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.